Manufacturer narrative:
Per good faith effort (gfe) response received 05jun2025, the customer performed a preventative maintenance (pm) with a vendor and confirmed the reported issue was resolved. The customer performed a pm to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not work. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen did not work. The customer stated they had a different company perform preventative maintenance (pm) service and that was when the touchscreen showed issues. The customer was able to calibrate the touchscreen successfully but did not know where the dead spot was on the touchscreen. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order. This investigation is ongoing.